Manufacturer narrative:
This report was filed on july 11, 2008.

Event description:
Per the audiologist's report, the patient hit his head, over the implant site, against a wall in 2008. After that incident, the patient was unable to hear. The results of an integrity test done the following month, were consistent with malfunction of the receiver/stimulator. Explant reimplant surgery is scheduled for 2008.